Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a retractor that was reported to have broken during surgery. No additional information was provided.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. Our investigation has shown that one retractor leg is indeed broken off. It is clearly visible that the outer housing got cracked and in this instance caused the weld to break as well. The present toothed rack retractor was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We have to assume that mechanical overloading during retraction may have lead to this breakage. Placeholder.